Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history lot review is pending.

Event description:
The event occurred on various days in (B)(6) 2025 and involved a 7" (18 cm) appx 0.25 ml, smallbore ext set w/microclave®, clamp, rotating luer where it was reported there was "leakage." There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
Four (4) photos were provided showing the packaging information and the product with the area of leakage indicated. No defects or anomalies noted. No signs of leakage. The reported complaint could not be confirmed from the photos provided. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history lot number was reviewed, and no nonconformities were found that would have led to the reported complaint.